Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and caused by use error. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3. The home patient (hp) had clamps open on unused supply lines. The technical service representative (tsr) explained the alarm. The hp would start over using new supplies and notify the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up with the hp's nurse, she stated she was aware of the alarm and had talked to the home patient (hp) about it. The rn stated the hp is fine and is continuing therapy successfully on the cycler without any problems. There was no patient injury or medical intervention reported.